Manufacturer narrative:
(B)(4). Date sent: 02/25/2021. Please see h11. H11: corrected data = h6: component code = electrical and magnetic (g02).

Manufacturer narrative:
(B)(4). Batch #: t5d012. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an oncological surgery, the stapler would not work. The surgeon said the nurse gave him the stapler with green check mark on, and he was able to regulate the stapler height on the screen and closed the stapler on the scale. He pressed the firing button and nothing happened. They removed the stapler and replaced it with the new one that worked properly. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/09/20230. Device analysis: the analysis results found that the cdh29p device arrived with no apparent damaged. The device still had staples, confirming that it was not fired. Upon installation of the battery, the green check was illuminated, indicating the device was not reset before staples were loaded during manufacturing process. The device was reset using a reverse battery and tested for functionality. The device functioned as intended and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and met the release criteria. During analysis, the adjusting knob movement was found to be abnormal. It was observed that the indicator lens was not completely seated due to misalignment of the shrouds. The lens could be seated correctly by pressing down on the lens. This condition of the lens however did not impact the product of experience of would not fire. Per the condition of the sample received appears that device was fired during manufacturing process but not reset before reloading the staples. No conclusion could be reached as what may have caused the failure of the misalignment of the shrouds. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications.